Manufacturer narrative:
Product analysis: the distal tip was damaged. The stent was positioned on the balloon between the inner shaft markers with no deformation evident. The transition shaft was stretched and kinked immediately proximal to the guidewire entry port. (B)(4) .

Event description:
The physician was using a resolute integrity stent. The target lesion was the lad # 7. The physician felt a sense of slight resistance in delivery of a non-medtronic balloon to the lesion site, but it was possible to perform inflation. It was reported that the resolute integrity device did not pass through the target lesion site. A strong resistance was felt with the guide catheter during the attempted delivery of the resolute integrity stent to the lesion site when the physician was pushing/pulling the device. A non-medtronic balloon was delivered to site that was a bit further out from the non-medtronic guide catheter. The physician thought it was possible that there was poor wire course and so attempted to move both the resolute integrity device and the balloon back and forth to adjust the course without any improvement. The physician removed the resolute integrity device forcibly from inside the guide catheter out of the patient. Strong resistance was encountered delivering the non-medtronic balloon inside the guide catheter. The physician reported that the nearby exit port of the resolute integrity device was &#61784;extended another resolute integrity of the same size was used as replacement. A sense of resistance in delivery of the newly replaced device to the target lesion site was encountered however it was successfully deployed.